Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor was under-sensing. No intervention was performed at the time. Patient was scheduled to present in clinic. Patient remained stable.